Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). The rep called in with patient as they are just meeting the patient today and are reporting that the patient's documented leads and implant do not match. Rep reports the patient is listed as having two 3888 and one 977a2 leads, but there is no extension or adaptor listed. Technical services (ts) confirmed that with this ins, there would need to be an extension or adaptor. Rep is unsure how long this discrepancy has been documented like this. Follow-up to add that rep reports patient has a 3888 plugged into their 0-7 port. Manufacturer representative (rep) called back to report that both a 3888 and a 977a2 lead are listed in the cp app as plugged into the 0-7 port, however when he does an impedance check, it only shows 8 contacts in that port, when it should be 16. Ts confirmed that the 3888 is a quad lead, and therefore there could only be a 12 electrodes, however the patient would need an extension for the 3888 to be connected. Rep confirms the other port shows a 3888 lead. Ts reviewed how imaging would need to be done to confirm what is implanted and how it is configured. Rep states he is planning to look into this. Rep is with patient at the time of call and reports that upon doing an impedance check, the patient has electrodes 0 and 2 that are coming up as over 10,000 ohms, while all other electrodes on port 0-7 are coming up as normal. Ts sent email to rep to obtain event date and notify date.

Manufacturer narrative:
Continuation of d10: product ID 3888-45 lot# va11nj0 serial# implanted: (B)(6)2016 explanted: product type lead product ID 3888-45 lot# va124xu serial# implanted: (B)(6)2017 explanted: product type lead product ID 977a290 lot# serial# (B)(4) implanted: (B)(6)2016 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.